Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited a capturing issue. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead exhibited loss of capture.